Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation: - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check due to unknown lot number for needle bending during use & difficult/unable to operate. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR review due to unknown lot number for needle bending during use & difficult/unable to operate. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned based on the above, no additional investigation and no CAPA is required at this time root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of unknown bd pen needles experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. Verbatim: quality reporting consumer using pen needle with no lot number occd date (B)(6) 2019 needle bent and jammed pen. Patient end was bent in half during injection. Consumer discarded pen and pen needle because the consumer could not get the system to work. Distributor consumer rep advised to try another pen and pen needle to complete the injection. Unable to obtain consumer information. Samples discarded. Awareness date (B)(4) 2019.